Event description:
It was reported that the patient presented in clinic due to dizzy spells. It was noted that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.